Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of excessive swelling, "some signs of infection," and purulent drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Precautions: ¿ the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿ the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. ¿ the onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs."

Event description:
Healthcare professional reported after injection with 1 syringe of juvéderm® ultra plus xc in the lips, the patient experienced excessive swelling and ¿some signs of infection¿ (¿a little bit of purulent drainage¿) all around the chin and outside the lip area within 24 hours of injection. Patient was reported to be fine when they left the office. Patient was seen 48 hours after injection and was prescribed keflex. Symptoms are resolving, but have not completely resolved. Patient was scheduled to be reviewed by the healthcare professional.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection with 1 syringe of juvéderm® ultra plus xc in the lips, the patient experienced excessive swelling and ¿some signs of infection¿ (¿a little bit of purulent drainage¿) all around the chin and outside the lip area within 24 hours of injection. Patient was reported to be fine when they left the office. Patient was seen 48 hours after injection and was prescribed keflex. Symptoms are resolving, but have not completely resolved. Patient was scheduled to be reviewed by the healthcare professional.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Further follow up from the healthcare professional revealed symptoms resolved 3 weeks after injection.